Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of an unresolved type ia endoleak due to the aortic body stent graft sealing rings being located in an aortic diameter outside the treatment range for the implanted stent graft. A re-intervention was performed 5 days post-op to place an aortic cuff at the level of the sealing rings which successfully resolved the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.